Manufacturer narrative:
H.6. Investigation: customer returned a single used 4mm, 32 gauge nano pro pen needle. No teardrop label was returned for lot confirmation. The patient end of the cannula of the pen needle was bent at its base, then again approximately 3mm from its tip, then again approximately 1mm from its tip. Despite the damage, the pen needle was still capable of priming and ejecting a saline solution when attached to a test pen. It was noted during testing that the needle remained in place despite the damage sustained and could not be dislodged when in contact with a skin analog during simulated use. No DHR review can be carried out as lot number is unknown. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that at least one bd 4mm pen needle was unable to deliver insulin. The following information was provided by the initial reporter: my daughter has type 1 diabetes and uses bd nano ultra-fine pen needles, universal fit, 4 mm x 32g. I gave her a dose of insulin, I noticed the needle was bent at 45 degrees after the shot. How do I know she got the right amount of insulin in the right place when the needle is defective? Also it's the second time in a week that I have seen this.

Event description:
It was reported that at least one bd 4mm pen needle was unable to deliver insulin. The following information was provided by the initial reporter: my daughter has type 1 diabetes and uses bd nano ultra-fine pen needles, universal fit, 4 mm x 32g. I gave her a dose of insulin, I noticed the needle was bent at 45 degrees after the shot. How do I know she got the right amount of insulin in the right place when the needle is defective? Also it's the second time in a week that I have seen this.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.